Event description:
It was reported that the patient was admitted for a brief syncopal episode with low flow alarms. Since then she had afterload reduction held (soft mean arterial pressure (map)) and fluid resuscitation. Log files were submitted to evaluate for any issues, specifically there was concern about cannula obstruction or outflow graft issue. The patient was having a CT scan. Upon review of the patient's log files 124 pi events occurred on (B)(6) 2021. The CT scan showed the outflow graft was widely patent. The inflow cannula does appear to abut the lateral wall of the left ventricle which may be contributing to the low flow alarms. The low flow alarms were also contributed to hypovolemia and they resolved with IV hydration. CT images were reviewed by the implanting surgeon who recommended no surgical intervention. The patient's map was on the low end of the goal range (goal 60-80 mmhg), so lisinopril was discontinued. Spironolactone was also discontinued. Target weight increased and IV diuretic regimen adjusted. The patient was discharged to home on hospital day 5.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms could not be confirmed as the submitted controller and lvad event log files did not contain data from the event date of (B)(6) 2021. Although a specific cause for the alarms could not be conclusively determined through this evaluation, the account reported that the low flows were caused by the patientâ¿¿s hypovolemia and potentially contributed to by a malposition of the pumpâ¿¿s inflow cannula. A direct correlation between the reported hypovolemia and heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively established. Additionally, the potential malposition of the inflow cannula of (B)(6) could not be confirmed through this evaluation as no CT images were provided for review. The controller event log file contained data from 5:52:14 through 10:05:24 on (B)(6) 2021, per the timestamps. The file did not capture any data from the event date of (B)(6) 2021. No atypical events or alarms were captured. The pump appeared to function as intended at the set speed. It was reported that the patient was admitted on (B)(6) 2021 due to a brief syncopal episode with low flow alarms. There was concern regarding a cannula obstruction or outflow graft issue; therefore, a computed tomography (CT) scan with/without contrast was done. Information later communicated by the vad coordinator stated that the cause of the alarms was determined to be the patientâ¿¿s hypovolemia and the low flows resolved with intravenous (IV) hydration. The results of the CT also revealed that the inflow cannula abutted the lateral wall of the left ventricle which appeared to cause a partial attenuation of the inflow of blood. This malposition was thought to have potentially contributed to the low flow alarms, particularly in the setting of hypovolemia. The CT images were reviewed by the implanting surgeon who recommended no surgical intervention. During admission, the patientâ¿¿s mean arterial pressure (map) was also found to be on the low end of the goal range (goal 60-80), so lisinopril and spironolactone were discontinued. Additionally, the patientâ¿¿s target weight increased; therefore, the IV diuretic regimen was adjusted. The patient was discharged home. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. Section 1 of the IFU, â¿¿introductionâ¿¿, addresses all pump parameters, including pump flow. Section 4, â¿¿system monitorâ¿¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 6 of the IFU, â¿¿patient care and managementâ¿¿, lists hypovolemia as a potential late postimplant complication. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.